Event description:
Pt presented to surgeon in 2007 with swelling at screw site. In 2008, the pt underwent second surgery for debridement and removal of screw remnants.

Manufacturer narrative:
Product recall initiated august, 21, 2007.